Manufacturer narrative:
Follow-up #1 - device evaluation: the device has been returned and evaluated by product analysis on 10/14/2015 with the following findings: during testing, the display screen was not observed to be dim and or discolored. The complaint was not duplicated during testing. Unrelated to the complaint, a review of the black box data and alarm history revealed multiple call service alarms had occurred. During investigation, the pump alarmed with a call service (cs 069) upon powering on. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.